Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor to death.

Event description:
Patient's son contacted dexcom on (B)(6) 2016 to report that the patient passed away on the night of (B)(6) 2016. Event details were not provided. It is undetermined whether the death was related to the cgm system or diabetes mellitus. There was no alleged device malfunction. Additional event or patient information is not available.